Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized and a transesophageal echocardiogram (tee) found vegetation on the valve approximately two months post cardiac resynchronization therapy defibrillator (crt-d) system implant. Cultures confirmed staphylococcus aureus infection and the patient was noted to be septic. The crtd system was explanted and not replaced. No further patient complications have been reported as a result of this event.